Event description:
It was reported to medtronic minimed that the customer reported pump error 53(software error detected) and pump error 4 (the motor arm cannot communicate with the main arm) occurred twice. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm and pump rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self -test. History was download successfully using thumps software. Pump error 53 alarm confirmed on 01/26/2026 12:01:00:000 pm and pump error 4 alarm on 01/26/2026 11:15:01:000 pm due to moisture damage at electronics assembly. Unit was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The following were noted during visual inspection cracked battery tube threads, fading serial number label and cracked case near belt clip rails. Pump error 53 and pump error 4 alarm were confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.